Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced keyboard. The unit passed extended self-testing.